Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised duet o periprosthetic fracture. Revision njr number: (B)(4), side: l. Primary asa: p2 mild disease not incapacitating.